Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, it was observed that there was high capture threshold on the right atrial (ra) lead. When a threshold test was conducted, loss of capture was noted on the ra lead. X-ray imaging was conducted which revealed ra lead dislodgement. The ra lead was capped and replaced during an unrelated device upgrade procedure to resolve the event. The patient was stable with no consequences.